Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the patient stated that they attempted to continue therapy with the same supplies after the therapy had ended. The patient was connected. The patient would complete therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.